Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bronchovideoscope experienced an e226 scope communication error. The issue occurred during preparation for a bronchoscopy. The procedure was delayed 15 minutes. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was evaluated by olympus, and scope communication error was confirmed. Additionally, there were non-reportable (non-pae) defects noted. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the suggested event occurred due to water invaded scope connector during user handling. However, the specific root cause of the suggested event could not be identified. The event can be detected/prevented by following the instructions for use which state: inspection of the endoscopic image; leakage testing of the endoscope olympus will continue to monitor field performance for this device.